Event description:
It was reported that a user experienced bluetooth connectivity loss between a dexcom g7 sensor and the ilet, resulting in signal loss to the ilet while blood glucose levels remained unaffected. Symptoms included no clinical effects. Outcomes included no change in clinical status and no need for medical intervention or hospitalization. Investigation included customer support troubleshooting and user education, including toggling dexcom g6/g7 settings, restarting the ilet, and advising a wait period for pairing. Investigation of this case revealed that the device communication was reattempted and pairing was expected within the advised time frame. It was concluded that the event involved a communication issue without patient injury and that continued monitoring by the user was appropriate.